Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. No unexpected numbers ramping and scrolling on their own noted. The insulin pump was received with cracked case at display window corner, reservoir tube lip, belt clip slot, minor scratched display window.

Event description:
A family member reported a keypad anomaly from the customer's insulin pump. The family member stated that the insulin pump kept scrolling up during bolus, and that the up button was stuck. There was no significant event reported as leading up to the alleged malfunctions. It was advised to discontinue use of the insulin pump, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 110 mg/dl. No further information was provided.